Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age unknown) coincident with physioneal, unspecified product therapy. On an unreported date, the patient began treatment with physioneal, unspecified product (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, the patient experienced peritonitis and was hospitalized. It was not reported whether the patient underwent any diagnostic testing or received any remedial therapy. On an unreported date, the patient's peritoneal dialysis catheter was surgically removed. The patient remained hospitalized in the intensive care unit. The outcome of the peritonitis and action taken with physioneal therapy was not reported. Medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the peritonitis.